Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate therapy due to post-sensed t-wave oversensing on the ventricular lead. The device was reprogrammed. The lead was later removed due to dislodgement.